Event description:
A female patient reported she experienced ocular redness while using complete multipurpose solution easy rub formula. She saw her eye care practitioner and was diagnosed with an ulcer and treated with vigamox. She had been using the complete for a couple of weeks, after about a week, she started to experience redness, continued to use complete mps and wear contacts. Then she saw her eye care practitioner. In follow up with the patient, she indicated she recovered but is still not wearing her contact lenses. The complaint sample was discarded.

Manufacturer narrative:
A review of the manufacturing records of the reported lot was performed; no deviations were noted and product met all specifications. Chemistry evaluation results of retained unit from the reported lot were within specifications. Microbiology evaluation of retained unit from the reported lot showed the solution to be sterile. No other reports received involving this lot number. The root cause has not been established.